Event description:
Reporter indicated that vns pt went into status epilepticus following a reduction in normal mode output current. Device diagnostic testing was within normal limits, indicating proper function. The elective replacement indicator was no, indicating that the generator has not reached end of service. It was reported that the pt's behavior worsens when neurologist increases normal mode output current. The pt is very strong and can be quite violent. Although the pt's behavior is an issue, pt has reportedly experienced good seizure control with the vns therapy. Treating neurologist indicated that the pt is actually in subclinical status all of the time because pt had undergone radiation treatment for brain tumors which "fried their brain, literally."